Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-jul-2025, the user reported hypoglycemia below meter-readable levels after announcing a lunch meal. The ilet delivered insulin based on the meal entry, and the user stated that it gave too much insulin, resulting in a low blood glucose. The event was treated with rapid-acting carbohydrates taken by mouth. No medical intervention was required.